Manufacturer narrative:
(B)(6). PMA/510k # exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a flexible ureteroscopy (urs), they captured a 0.8-0.9 mm stone with a ncircle tipless stone extractor and discovered it was to large to remove. They attempted to release the stone, but the basket would not open any more and the stone could not be released. They cut the basket outside the patient, close to the handle, went in with a laser and broke the stone up that was still inside the basket and they were able to remove the device. They used another basket to retrieve the stones. No adverse events have been reported as a result of the alleged malfunction.

Manufacturer narrative:
Investigation ¿ evaluation: the complaint device was not returned for an evaluation and no photographs were provided. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of the instructions for use, manufacturing instructions, and quality control data. A review of the device history record was unable to be performed as the complaint device lot number was not provided. A review of complaint history for the complaint device lot number could not be performed without the lot number. As found in the instructions for use (IFU), precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. The event information states the device was cut by the user after the basket failed to open enough to release the stone. This complaint was received along with three other similar complaints by the same customer. The devices were returned for the 3 other complaints. Investigation of the three returned devices found that they were damaged. The condition of the returned devices prevented a determination of what damage was caused by the user and what may have occurred during use. All devices are inspected for functionality and damage prior to packaging. It was not possible to determine a cause for the reported issue. All devices are inspected for functionality and damage prior to packaging. It was not possible to determine a cause for the reported issue. A quality engineer risk assessment concluded no risk reduction activities are required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
There has been no new information received since the last report was submitted.